Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the catheter was implanted in 2016 and it fractured in the abdominal cavity. It was stated the broken pieces were retrieved. The fragments were removed by using an endoscope. Additional information received reported that a replacement procedure was performed because there was a clog in the shunt system which was implanted in 2016. A CT scan after the replacement procedure confirmed broken piece(s) of the catheter within the peritoneal cavity. The broken piece(s) was part of the catheter which was implanted in 2016. It was noted that the patient was a child.

Manufacturer narrative:
Fifteen inches of the peritoneal catheter was returned. A patency and leak test were not performed due to proteinaceous debris found on the proximal end of the catheter. The tensile test was not performed due to less than 20 inches of the catheter being returned. There was damage and proteinaceous debris in/on the proximal end of the broken catheter. The instructions for use cautions, ¿low tear strength is a characteristic of most unreinforced silicone elastomer materials. Care must be taken with the handling and placement of the silicone elastomer catheter tubing to avoid cuts, nicks, or tears.¿ all catheters are 100% inspected at the time of manufacture. If information is provided in the future, a supplemental report will be issued.